Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the scope had a defect but no abnormalities on the device as the phenomenon was reproduced but it also occurred with different clv. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Report source: other' (B)(6). The customer called in to olympus personnel to report their issue. During this call, the customer stated that he was receiving b30 errors on 2 different scopes. Because the error was occurring on both scopes, the customer believed the issue to be related to the clv-190 itself. Per the customer, the error message appears immediately after connecting to the light source. An on-site visit was performed and during the visit it was noted that the connector socket on the clv-190 did have a little rust present. Customer also noted that they do not use olympus endothermo disinfectors (etd) for disinfecting the device. At that time, olympus decided to send the customer a loaner device to test and confirm that it was the original clv-190 causing the error message and not the scopes. During the testing of the original and the loaner clv-190, the error message appeared on both devices using the same two original scopes. At this time, it is believed that the error was caused by the scopes, and not the light source device.

Event description:
The customer reported that their evis exera iii xenon light source was experiencing a b30 scope communication error during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.